Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Event description:
The recipient fell off the sofa on (B)(6) 2018 and hit her head near the implant site on the left side. Hearing performance with the device has been affected and the recipient no longer has hearing sensation on several channels. She had sufficient benefit prior to the accident. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient fell from the sofa on (B)(6) 2018 and hit her head near the implant site on the left side. Hearing performance with the device has been affected and the recipient no longer has hearing sensation on several channels. Re-implantation is scheduled.